Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level of 500mg/dl, which was treated by hospitalization. The customer was using the insulin pump within 48 hours of the reported event with auto mode feature on. The customer was assisted with troubleshooting and it was unable to find the issue. The insulin pump will not be returned for product analysis.